Event description:
The patient received his scs system on (B)(6) 2007 including an ipg. It was reported that the patient's stimulation had become intermittent since his motor vehicle accident. His recharge burden went from 7-10 days to 2-3 days. The impedances on his lead were all within normal range. As a result, the patient's ipg was explanted and replaced on (B)(6) 2011. Adequate stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.